Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, an alert indicating "lead warning" was observed. It was noted that high, out of range hv lead impedance was observed. Lead fracture was suspected. Programming changes were recommended.